Event description:
Increased pain and heavy bleeding after having essure implanted. Increase in low back pain as well as pelvic pain and tenderness. Increased bloating and fatigue. Decreased libido and some pain during sex.